Manufacturer narrative:
H6: device code a1502 captures the reportable event of gel misplacement non-vascular. H11: the following blocks were updated based on additional information. B3, b5. G1 was corrected.

Event description:
It was reported that after the spaceoar implant an magnetic resonance imaging (MRI) showed that the gel was found within the prostate capsule. No patient complications were reported as a result of this event. Additional information. The hydrogel was not clearly seen during treatment. The patient was under general anesthesia during the placement. Fiducial were placed transperineally and the patient received radiation treatment.

Manufacturer narrative:
Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the spaceoar implant an magnetic resonance imaging (MRI) showed that the gel was found within the prostate capsule. No patient complications were reported as a result of this event.